Manufacturer narrative:
(B)(4). Concomitant medical products: unk taper; unk head; unk cup. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02470; 0001825034 - 2022 - 02471; 0001825034 - 2022 - 02472.

Event description:
It was reported that the patient underwent a right hip revision procedure approximately 9 years post-implantation. The patient suffered symptoms including but not limited to increasingly debilitating pain, discomfort, and soreness, permanent harm by severe metal poisoning and metallosis from the metal debris of the magnum device. No additional information.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4; b5; g3; h2; h3; h6. DHR was reviewed and no discrepancies related to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Increasingly debilitating pain, discomfort, and soreness, permanent harm by severe metal poisoning and metallosis from the metal debris¿. Complaint is confirmed based on the provided medical records. Root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: a2; a3; b4; b5; b7; g3; d1; d2; d4; g4; h2; h3; h4; h6. Corrected d6b . D6b ¿ upon the receipt and review of op notes, the stem remained implanted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a right hip revision approximately nine years¿ post-implantation due to pain, elevated metal ions, metallosis, and metal debris. During the revision, it was noted there was wear to the trunnion. The cup and stem remained implanted with the head and liner exchange without complications.